Event description:
It was reported that a pump was displaying "reservoir volume empty" error, while not being empty (not due for cassette change for another day). The cassette was changed and the error resolved. Unsure if error was caused by pump, cassette, or human error. This was a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. There was patient involvement. No patient injury was reported. The patient was able to switch to a backup product. The life sustaining infusion continued.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.